Event description:
It was reported that during a pci procedure, the mach1 guide catheter was difficult to operate. When removing the mach1 guide catheter, the physician felt friction with the lumen of a 6fr terumo introducer sheath. The mach1 guide catheter was successfully removed. The lesion being treated was in the proximal left anterior descending (lad) coronary artery. No pt injuries or complications were reported. Pt status is reported as 'good.'

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.